Event description:
This lead was removed and replaced due to non-capture. There were no adverse pt events reported. The hospital retained the device. Should add'l info be received, this file will be updated.